Event description:
Glucose monitoring device did not turn on properly, sporadically over time. Contacted roche to report problem. They sent a new one which did not function at all. Contacted roche again and received a new one which had the same problem and kept giving error messages. Was sent a fourth device and the problem initially encountered occurred and when reporter called roche was told they never had this problem before and would send a new meter which reporter declined. Reporter sent a letter to roche about the problem and received no reply until reporter contacted an FDA website in december. Reporter was contacted by a specialist who said they never had a problem as this and she would send them a new mailer to return one of the two meters and a test drum to replace the wasted test strips. Reporter received the mailer but no test strips. Reporter enclosed a note to that effect and never heard from roche again. It is imperative for them, as a diabetic, to maintain control and these readings are important. Although roche continued to imply reporter was doing something wrong, they offered no suggestions beyond those which they applied. As the problem is sporadic, it is evident that the meter is the problem, not the user.